Event description:
Related manufacturer reference number: 1627487-2022-05642. Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted along with the rest of the drg system.

Manufacturer narrative:
It was reported the patient experiences intermittent communication issues with the ipg. Surgical intervention is not planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experiences intermittent communication issues with the ipg. Surgical intervention may be pending to address the issue.